Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Complaint same was evaluated and the reported event was confirmed. Inspection of two fractured pieces revealed signs of repeated use, such as nicks and gouges, and a fracture on lateral side of the post. Device history record was reviewed and no discrepancies were found. Previous investigation of similar events determined the a likely root cause was bending/torsional overload on the device, which has been the subject of previous corrective action. It was determined that this device was manufactured prior to corrective action and no further action is necessary at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a provisional articular surface fractured. The fracture did not occur during a procedure and there was no patient involvement.